Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence. In addition, multiple malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarms were cleared, a new cartridge was loaded and insulin delivery was resumed successfully. Customer¿s blood glucose level was between 125-206 mg/dl.